Event description:
It is reported that the patient experienced pain. During revision surgery in 2005, the patella was found to be broken. Exact implant date is unknown.

Manufacturer narrative:
The probable cause of the failure is delamination although cause cannot be definitively determined without further information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications . The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.